Event description:
On (B)(6) 2014, the patient contacted animas alleging short battery life. A review of the pump history indicated multiple low battery warnings over the past two weeks. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings:a review of the black box showed unrelated alarms on 01/28/2013; there was no evidence of short battery life observed in the black box. No battery life issues occurred during investigation. There was no damage found to the pcb. The complaint could not be confirmed or duplicated. Unrelated to the complaint, visual inspection revealed that the keypad was peeling, however all buttons responded properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.